Event description:
While attending to a pt, the device did not display and ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product.